Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta), a 150 cm. Saber 3 mm. X 4 cm. Balloon catheter (bc) was inserted but there was difficulty crossing the lesion and the balloon ruptured. A new same size saber bc was used to complete the procedure successfully. There was no reported patient injury. The target lesion was the popliteal artery. The lesion was reported to be heavily calcified. No other target lesion characteristic information was provided. A non-cordis sheath was used for vascular access. Additional information received indicated that it was unknown if the guidewire used was a cordis product. There was no reported product issue with the guidewire used. It was unknown if the guidewire used was used subsequently with other products. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. Additional information was requested but was reported to be unknown. No additional information is available. The device was not returned for analysis. A device history record (DHR) review of lot 17094144 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta system tracking difficulty¿ and ¿balloon burst (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the information available for review, vessel characteristics (heavy calcification) may have contributed to the reported event. Difficulty crossing a product through an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient¿s anatomy, vessel characteristics, operator¿s technique and appropriate device selection. Factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. According to the instructions for use, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
During a percutaneous transluminal angioplasty (pta), a 150 cm. Saber 3 mm. X 4 cm. Balloon catheter (bc) was inserted but there was difficulty crossing the lesion and the balloon ruptured. A new same size saber bc was used to complete the procedure successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the popliteal artery. The lesion was reported to be heavily calcified. No other target lesion characteristic information was provided. A non-cordis sheath was used for vascular access. Additional information received indicated that it was unknown if the guidewire used was a cordis product. There was no reported product issue with the guidewire used. It was unknown if the guidewire used was used subsequently with other products. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product was removed intact (in one piece) from the patient. Additional information was requested but was reported to be unknown. No additional information is available.